Event description:
The customer stated that the meter was giving high readings. He tested and received a result of 265mg/dl. He performed a second test and received a result of 152mg/dl. The customer refused to test meter over the phone. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.

Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing indicated that the meter performed according to specifications - the complaint was not confirmed. This complaint is considered closed for purposes of MDR.